Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose level. The customer's blood glucose was 400 mg/dl. The customer declined troubleshooting on insulin pump for high blood glucose. The customer reported that the insulin pump received multiple insulin pump error alarms. It was also reported that the customer was able to successfully clear the alarm and able to rewind the insulin pump. The self test was performed on insulin pump and it received hardware low level failure error alarm during the test. It was also reported that the insulin pump will be in the manual mode for two to six days to complete the auto mode warm-up period. The insulin pump will be returned for analysis.

Manufacturer narrative:
No the motor arm cannot communicate with the main arm, software error detected or hardware low-level failures noted during testing, however noted in trace download analysis due to moisture damage. Device passed self test and displacement test. During visual inspection, found motor, force sensor and electronic stack moisture damage.